Manufacturer narrative:
Device evaluation: two opened samples were received for further evaluation. Sample one was the device used during the reported incident. Sample two was a stock sample from the customer. Both samples were visually inspected. Sample one stress marks were observed on the sheath of the stylet and the sheath was split as reported. Therefore, the failure was confirmed. Sample two did not present any damage. In addition, vyaire took 5 random samples from the manufacturing line for further evaluation. No visual defects were found on the 5 samples. A thorough review of the entire manufacturing process was performed. The sheath is sealed from one side using a fixture. After this the plug is inserted into the sheath followed by the wire. At this time, the other side of the sheath is sealed using the same fixture. No issues were found during this operation. Sealing was performed correctly on the provided two samples. Sample one the slit occurred 1 inch before the sealing mark; therefore, this step in the manufacturing process has been ruled out. The next step in the manufacturing process, the stylet is bent on the opposite side of the plug. This is also done using a fixture. Since the split reported by the customer was on the plug side this operation is not considered to provoke the defect reported. In the final stage of the assembly process the stylet is cleaned with alcohol and placed inside the package. The packaging sealing machine has a fixture, this fixture has safe guards to prevent damage to the internal product during package sealing. The quality department then performs an inspection by sampling plan, per the procedure. This includes visual inspection to detect any defect cosmetic, or an incorrect assembly. The manufacturing equipment was also evaluated looking for any sharp edges that could have caused a cut in the sheath. The molding, bending, and packing fixtures, had no sharp edges, all equipment was found in proper working order. According to the investigation findings no issues were found at the manufacturing plant that could cause the reported defect. It is possible that the stress marks that were found in the sheath could be provoked by an excessive pull force. The root cause for this failure is undetermined. At this time vyaire has notified the assembly and quality personnel of this complaint failure. No other preventative or corrective actions will be implemented at this time. Vyaire will continue to track and trend for this type of failure.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported the following: "the covering on the stylet separated from the metal insert and had the potential to fall apart causing a choking hazard". "Yes this product was used on a patient. The issue was detected after removing the stylet from the patients endotracheal tube. After noticing the separation of the tip from the end of the stylet. The endotracheal tube was removed, inspected and a new endotracheal tube was reinserted".